Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had triggered alerts for out-of-range superior vena cava (svc) defibrillation coil and rv defibrillation coil. Reprogramming was completed. The current status of the lead is unknown. No patient complications have been reported as a result of this event.